Event description:
We were notified on 10/02/2009 of the following incident. According to the doctor: the patient had a tatoo on her lower back. The patient had a treatment on power setting of 400mj in 2009. Patient returned one week later, concerned about the thickness of the scabbing as well as erythema around the edges. It appeared at the time to be a deep 2nd degree burn and the patient was placed on topical antibiotic ointment. The patient returned three days later, and was having some oozing from the area and still had erythema around the margins of the lasered area. Once again there was no sign of gross infection so she was switched over to aquaphor and was told to keep this area covered. Patient returned six days later, and the eschar is thinner, the erythema is much better, and it appears that she is going to heal without any adverse sequela.